Event description:
On 11/14/96 device was implanted. Sometime in january of 1997, "scar tissue removed at base of penis and did other things, and moved pump into the sack." Patient said "it has malfunctioned right from the start." Pump bulb "attached" to base of penis, "very uncomfortable."